Event description:
A patient implanted with perigee graft had stress urinary incontinence. Patient is getting another sling. Additional information received indicates that a miniarc was implanted and condition was resolved on (B) (6) 2008.